Event description:
A physician was securing a screw into a pt's wrist during surgery when the screw driver head broke off into patient. Fluoroscan was used to retrieve the pieces. Screw driver was removed from service.